Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Examination of the returned liner ring confirms the reported material deformation identified prior to use. The mating shell/liner were not returned for evaluation as they were implanted with another ring from another device, therefore the device-device incompatibility could not be evaluated. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). (B)(4). Concomitant medical products - unknown liner, unknown stem, unknown head event occurred in (B)(6) . Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during an initial hip surgery, the liner did not insert into the shell. Procedure was finished with another locking ring. There was no delay or serious injury.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k051569